Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient had been working outside and went to bed around 9:45pm with a cgm value of 263 mg/dl. Around 12am, on (B)(6) 2025, the patient¿s wife was awakened to unusual noises and found the patient unable to talk, eat, or drink. It was discovered that the patient¿s cgm value had dropped (no specific cgm value was reported), but that the patient¿s dexcom receiver did not provide him with any alert despite his low-level alert being set at 70 mg/dl. No bg meter reading was taken at this time. The patient¿s wife called emeregncy medical servcies (ems). Once ems arrived, the patient¿s bg meter reading was taken, but the specific value could not be recalled. The patient¿s cgm receiver was also not checked at this time. Ems treated the patient with a glucagon injection, glucose tablets, orange juice, and a peanut butter sandwich. After the patient¿s condition improved, ems left. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.